Manufacturer narrative:
Additional information of fa number.

Manufacturer narrative:
Investigation results: the complaint of slow retraction was confirmed; however, the root cause of the reported issue could not be determined from the video that was provided for investigation. The video showed a 22g insyte autoguard bd device and the needle fully retracted approximately 2.5 seconds after the safety mechanism had been activated, which exceeded the specification for needle retraction. Slow retraction could be related to gel that is applied to the retraction mechanism during manufacturing. However, it could not be confirmed that the IV catheter had been loosened from the needle, which may have been a potential contributing factor of the reported issue. The product IFU states, "hold the catheter hub and rotate the barrel 360-degrees to loosen the catheter tubing from the needle." Due to a trend of slow retraction complaints, a CAPA was opened for the implicated lot to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: needle not retracting fast enough on 22ga piv. 30 jan 2025: reports of safety risk regarding needle sticks if needle didn¿t retract for inserter, and multiple attempts by inserters due to believed failure of device.